Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had experienced a loading problem due to a software issue. A field service engineer resolved the issue by cleaning the disk, implementing necessary patches, and reviewing power management settings. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had experienced a problem in which the screen was consistently loaded but then froze upon screen interaction. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.